Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, partially broken reservoir tube lip, cracked battery tube threads, cracked case along the side of the battery tube, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer took the reservoir out, the plastic o ring broke in half and actually took a chunk off of the case, the top lid. The reservoir will be lock in place as long the washer is in there. The blood glucose was unknown at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.